Manufacturer narrative:
This MDR follow up report is being submitted to cancel the initial report submitted relating to this event. The evaluation determined that the forcep head was bent and misaligned, not broken; which has not historically caused or contributed to a serious injury or death. Based on further quality and medical evaluation this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This supplemental emdr is being sent to cancel the initial emdr. See h11 for further justification.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for an esophageal biopsy procedure, the user selected a cook captura biopsy forceps without spike. It was reported that when the user opened the package, they found the tip of the forceps cup was crooked/bent. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.